Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: sg vs bg - patient started having issues for a month and high bgs. P-cap locked in place properly during testing. Unit passed displacement test and self test. Device was downloaded successfully using (thus software). Unit was programmed with test minilink, guardian 3 link and test plug simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensors feature and auto mode connection are working properly. No unexpected discrepancies in bg values noted during testing. Unit received with cracked keypad at select button and scratched case. In conclusion, customer allegations for sensor anomalies were not confirm during testing. Device and sensor communicated properly during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 404 mg/dl. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Customer was not experiencing symptoms related high blood glucose level. Sensor received sensor updating alert. Device will not be returned for analysis.